Event description:
It was reported that the charger for the patient¿s ilet device exhibited a recurring charging problem, with the flat charging pad not holding charge, and a replacement charging kit was arranged. Symptoms included no clinical signs, symptoms, or conditions. Outcomes included no health consequences or impact. Investigation included communication the user and analysis of information provided by the user or third party. Investigation of this case revealed a power source problem consistent with a charging problem associated with the battery charger component. It was concluded, based on previously established findings for similar reports, that the cause was traced to component failure.

Manufacturer narrative:
Initial.